Manufacturer narrative:
All buttons function properly. No button error alarms noted. The insulin pump was monitored. No unexpected boluses noted. The insulin pump passed the prime, displacement, basic occlusion and occlusion test. However, moisture damage noted on keypad traces during visual inspection.

Event description:
It was reported that the customer's insulin pump had a button error. It was stated that the customer was concerned because a few nights the alarm was cleared, but the insulin pump gave her two boluses back-to-back causing her blood glucose to drop. It was stated that the customer was not hospitalized and the blood glucose level was 10.9 mmol/l. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.